Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that customer were went to emergency room due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 600 mg/dl. The customer's current blood glucose is 890 mg/dl at the time of hospitalization. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer treated high blood glucose with insulin drip and bolus. Based on customer report customer did allege pump was under delivering because they experienced high blood glucose. The customer did not received any alarm for bent cannula. The customer also reported no delivery alarm. Customer was unable to complete carelink upload. The device will not be returned for analysis.